Manufacturer narrative:
The device was not returned after removal and no add'l eval was possible. However, radiographic images confirmed the reported complaint. The root cause of the screw back-out is not known at this time. Product labeling states the following: "the pt should be instructed to limit post-operative activity as this will reduce the risk of bent, broken or loose implant components. The pt must be made aware that implant components may bend, break, or loosen even though restricted activity are followed." In the event that add'l relevant info is obtained a subsequent report will be submitted.

Event description:
Surgeon noted during 6 week f/u visit, the two inferior screws of a two level helix acdf system at c5-c6, c6-c7 backed out, one approx 3 mm, and one approx 5 mm. The pt was revised and no add'l complications were reported.